Event description:
The involved filter part of the lifeshield extension set is used to filter out particulates from tpn solution just before the solution enters the patient. The nicu has had problems on several occasions where they have experienced air entering the filter while the solution is infusing into a broviac catheter. The filters have been changed out and no air has entered the patient. For two cases, the infant was in a pediatric bed, necessitating the IV tubing be placed over the side rail of the crib. The rn's were noting the air entry when the filter is elevated over the level of the patient. The nicu has discussed these incidents with the company (hospira) and hospira has stated that the filter should be at patient level and this has seemed to remedy the problem. However, the nicu staff remain concerned regarding this problem.======================manufacturer response for IV tubing filter used for tpn infusion, lifeshield extension set (per site reporter)======================hospira has acknowledged receipt of our concerns and has asked us to return the product so that they can do a meaningful investigation.